Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function as intended throughout the evaluation. Per data log analysis, the logs show the issue occurred on 26-mar-2019. When the pump was started, three seconds later, a "belt slip jam status: true" occurred and the pump stop. The pump was restarted and no other issues occurred. It is possible the pump was over occluded, but no way to tell for sure from the log. The log does confirm the complaint.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the pump jammed. There was no patient involvement.